Event description:
It was reported during in clinic follow-up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was successfully reprogrammed and will continue to be monitored. The patient was stable and asymptomatic.

Event description:
It was reported during in clinic follow-up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was successfully reprogrammed and will continue to be monitored. The patient was stable and asymptomatic.